Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a cracked front bezel and additionally noted that there were errors in the update history, no paper was in the printer tray and that during final functional testing the link electronic module (lem) board failed and it was determined that the lem board was "broken." The touch screen assembly was replaced, paper was added, the lem board was replaced, the touch screen was calibrated and new software was installed. The unit passed its final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had a cracked front bezel. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.